Event description:
It was reported that the pt was revised. Surgeon commented that the explanted keel had no cement on it.

Manufacturer narrative:
Additional info has been requested, and if received will be provided in a supplemental report.